Event description:
It was reported that the pt underwent a plif using interbody device and posterior fixation at l3-l5. During final tightening of the set screw, thread of the set screw was damaged so that it could not be implanted. The pedicle screw was also replaced to a new one and the new set screw was implanted. The procedure was completed without any further complications.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the MFR cannot determine the suspect device. The lots that were used are lot #h10e0911, h10e0930, and h10d7566. This part is not approved for use in the united states; however a like device catalog # 750020, 510k # k052187 was cleared in the united states. The MFR date for lot h10e0911 is 05/29/2010; the MFR date for lot h10e0930 is 05/26/2010; the MFR date for lot h10d7566 is 05/17/2010. Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine a definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.